Manufacturer narrative:
The duraseal sealant system kit 5 ml (202010ds) was not returned for analysis and the investigation could not confirm the complaint. A DHR review and trending were performed as part of the evaluation. Proper finished good testing was performed prior to release as indicated in the DHR. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the afmea, potential causes of failure include: labeling, instructions for use, and the risk remains acceptable per the risk analysis. No enhancements or improvements were generated for the reported condition. The complaint will be closed as could not be reliably determined, and should new information become available, it will be reopened, and the investigation summary amended as appropriate. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
An authorized distributor reported that during posterior cervical spine arthrodesis, the vial to reconstitute the liquid with the powder from the duraseal sealant system kit 5 ml (202010ds) ruptured and leaked while screwing. Due to the leakage, it was not possible to use the product, and it was necessary to open another unit. The product was not in contact with the patient when this incident occurred.